Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the blood glucose was over 800 mg/dl. The customer also stated she had high blood glucose levels over 500 mg/dl for one week due to a sinus and ear infection. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.